Event description:
It was reported that the pump was stopped, and the caller wanted to turn it on. It was also reported that the pt had an infection, it was not reported if the infection was related to device. The drug contained in the pump was not reported.

Manufacturer narrative:
(B) (4).